Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd needle precisionglide 18x1-1/2in broke during use and required intervention to remove said needle from the skin. The following information was provided by the initial reporter: "the needle broke in subcutaneous tissue of the patient during a subcision procedure."

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, it is possible to observe the cannula separated from the hub, but the customer reports in verbatim that ¿it was performed more than one puncture with the same needle prior it broke.¿ the precisionglide 18x1-1/2in needle is for single use as stated on its packaging. Therefore, it is not possible to confirm the failure. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported bd needle precision glide 18x1-1/2in broke during use and required intervention to remove said needle from the skin. The following information was provided by the initial reporter: "the needle broke in subcutaneous tissue of the patient during a subcision procedure."